Manufacturer narrative:
This is a supplemental report to provide additional information. The following additional information was provided. During a hysterectomy, the subject device was used. The probe of the device didn't break off. The intended procedure was completed. Based on the information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, three devices were used. The following events occurred within 10 minutes after opening the package on the three devices. Probe damage error occurred immediately after the user connected the device and after the second activation. The probe of the device broke off. There was no patient injury reported. This is the third one of three reports.